Manufacturer narrative:
G4: 27feb2020. B4: (B)(6)2020. The replaced front bezel assembly was returned for failure analysis. The reported complaint was confirmed and duplicated. Fault is found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10mar2020 b4: (B)(6)2020. It was determined that contamination within the internal structure of the returned front bezel assembly was the cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12mar2020 b4: (B)(6)2020. G3: added report sources submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11dec2019.

Event description:
The customer reported a navigation ring malfunction. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.